Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient and order were not crossing. A technical support specialist dialed into the server and ran the server downtime query along with all received messages query, which showed that the care fusion coordination engine (cce) processing time was delayed. Upon checking the services, tss found that the listener adapter and listener adapter services were not running, restarted the maintenance service, listener adapter service, port sharing service, and the world wide web service. After waiting a few minutes, messages began crossing over, and the care fusion coordination engine (cce) processing time became current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients and orders were not crossing over, and the customer placed the stations into critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.